Manufacturer narrative:
The device was examined on site and the log file of the affected device was made available for further investigation. The log file analysis revealed that the device alarmed for a device failure on (B)(6) 2022 while in use on a patient. As per logfile the device stopped the gas delivery and performed a pressure release for spontaneous breathing. Afterwards the device was set into standby mode by the user. The service technician identified a faulty o2 proportional valve of the gas dosage and mixture module as root cause of the reported issue which could be confirmed by the logfile analysis. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a deviation concerning the gas dosage and mixture module the gas delivery stops and the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible and visual alarms will be activated in order to inform the user about the problem. The device reacted like specified posted accompanying alarm messages and opened the safety valve for spontaneous breathing. The o2 proportional valve was replaced, which resolved the error. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed for a device failure while in use on a patient. No patient injury was reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device alarmed for a device failure while in use on a patient. No patient injury was reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.